Event description:
It was reported that during an on-site visit at the account, the saw began overheating. This did not occur during a surgical procedure, so there was no patient involvement or any adverse consequences to the user.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the rise in temperature ways was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was corrosion and issues with the recip shaft and rotor assembly, which was replaced along with the motor cartridge and other components. The handpiece was repaired and returned to the customer.